Event description:
The pt noticed a change in output from the implantable neurostimulator and then was unable to turn on her device on. A power on reset condition and loss of telemetry was confirmed using the physician programmer. Battery end of service was suspected. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
For change in device output not otherwise specified.